Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, satellite station device, june 28, 2023. D4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4)unknown.

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, the system had a saw interface error and had to be re-booted. It was reported that the case could not be completed with the system and the clinician switched to manual instrumentation. It was reported that after troubleshooting it was found that array clamp device was loose and identified as the issue. It was reported that the system is up and running. It was reported that the device was being used with a robotic assisted base station. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.